Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The root cause of the injury was not determined due to insufficient clinical details.

Event description:
An impella cp device was inserted via the right femoral artery in a 61-year-old male patient for acute myocardial infarction complicated by cardiogenic shock, presenting in society for cardiovascular angiography and interventions (scai) stage d shock. The patient¿s comorbidities were not reported. During impella cp support, it was reported that the patient developed loss of distal pulses in the lower extremity corresponding to the impella access site, consistent with limb ischemia. In response to this finding, the clinical team elected to remove the impella cp device. The patient survived to impella cp explant.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.